Event description:
Reporter indicated that the pt developed a staph infection at the generator site following generator replacement surgery for end of service. It was reported that the pt had received great benefit from vns therapy. The infection is being treated with IV antibiotics.